Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation (outside the patient), when advancing the device down the scope the needle tip bent. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4) for the reported event of needle tip bent. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.